Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This report is in relation to a clinical study patient of (B)(6). It was reported the sensor was initially unable to withdraw from the catheter during the implant procedure. In turn, the doctor maneuvered the catheter/sensor and the sensor was able to deploy (without harm) after a couple of minutes.